Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm 2800 aortic valve implanted in the pulmonic position for unknown period of time, underwent a valve-in-valve procedure due to severe regurgitation. The procedure was performed with a 26mm 9750tfx transcatheter valve. No other details were provided

Manufacturer narrative:
H10: additional narratives. Updated h6 per new information received. The root cause of the event remains indeterminable. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.